Event description:
Customer reported nurses in the (B)(6), are noticing that the secondary male luers aren't getting a good connection with the smartsite valve on the primary set and fluid is leaking around the connection. They reported the secondary set connection seems tighter than usual and is harder to get onto the smartsite. When this occurs they will disconnect the secondary and reattach it and generally by the third time reconnecting, the luer fits and the blue piston in the smartsite compresses and the connection doesn't leak. They believe the male luer isn't long enough to fully compress the smartsite piston. There was no patient harm or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). Patient info requested and all available info is included in sections a and b. This report was filed by the manufacturer. The customer's report of a leak at the primary set's smartsite y-connector and the secondary set's male luer was not replicated or confirmed. The report of the secondary set's male luer connection seems to be tighter than usual and harder to get into the smartsite also could not be confirmed. Functional testing of the returned sets with the customer's previously returned secondary set and new secondary sets showed the smartsite fully connecting to the luer without resistance and the piston activating correctly, no fluid leak was observed. A thorough inspection of the smartsite valve found no issues with the component. The root cause of the customer's problem was not identified. Testing was unable to duplicate the customer's issue.